Event description:
Poor contact in the power supply of an infant warmer caused melting of the power supply board and resulting smoke. Pt was in warmer at the time. Removed immediately. Possible smoke inhalation. The problem was isolated to the power supply j-5 connector. A cold solder joint caused a high impedance build up, which in turn caused the connector pin to overheat and melt the power supply board. The pt in the warmer may have inhaled the resulting smoke at the time. Reporter's concern from an engineering perspective is the failure of the power supply breaker to disengage. Testing of the breaker indicated that it was mechanically sound. This design mode failure could have been prevented with redundant fuses on the power supply board. All models of the air-shields radiant warmers have similar power supplies, part number pm 78-1.